Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation found that the returned condition of the device substantiated the reported product experience. Inspection of the posterior needle found it was bent at the proximal end and there was a needle strike mark at the posterior foot. This is consistent with the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was retracted from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from its needle as evidenced by bent anterior cuff tabs and damaged anterior needle barb. The returned suture was broken at the knot, consistent with post-procedure manipulation rather than a device failure. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. Based on the investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that an operator trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.